Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the front enclosure. The front enclosure will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer button would not respond to input selection via the front panel membrane. Complainant indicated that there was no patient involvement in the reported malfunction.